Event description:
It was reported that a revision surgery was reported due to infection.

Manufacturer narrative:
The associated device was not returned. Our investigation included a review of the manufacturing records which did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Product was sterilized according to applicable procedures. A review of complaint history revealed no prior complaints for the listed lot. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.